Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 33 mmol/l (594 mg/dl) on (B) (6) 2010. She stated he fell twice that day and her physician called the ambulance and the pt was hospitalized. She stated her blood glucose has been elevated to over 25 mmol/l (450 mg/dl) for 3 weeks and she bolused through the infusion device in an attempt to decrease her readings. The pt reports the infusion device has been leaking insulin for approximately one month. The infusion device was requested to be returned for evaluation.